Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
On (B)(6) 2025, the patient presented with grade 3 degenerative mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. On (B)(6) 2025, worsening of mr of grade 3+ was confirmed in transesophageal echocardiogram(tee). Worsening mr was reported due to partial detachment of clip from anterior leaflet. Per the physician, the partial detachment was due to the pre-existing patient anatomy of thickened leaflets which made adequate grasping difficult. On (B)(6) 2025, the clip was removed from the anatomy. Mitral valve repair surgery was performed.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported partial clip movement was due to patient anatomy. The reported worsening mr was likely a cascading effect of the reported partial clip movement. The reported patient effect mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.